Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation, a cardiac perforation occurred. After the ablation catheter fell back into the right atrium it was attempted to regain transseptal access into the left atrium by probing with the ablation catheter. The patient became hypotensive and a transthoracic echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.